Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On the same day the sensor was inserted, the patient experienced a seizure. The cgm display device of unspecified pump was reading 95 mg/dl and the patient felt she was lower than that. At the time of the event, the patient was with her boyfriend's parents. The patient reported no medical evaluation or intervention for the serious injury. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).